Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient receiving scheduled cyclosporine via smartsite low sorbing tubing when the rn noted the pump was beeping with the error message of "air in line", upon further assessment the rn noticed a hole in the tubing and leaked. The infusion was stopped and the tubing was replaced. The patient was able to receive the cyclosporine as ordered via new tubing. There was no patient harm.